Event description:
It was reported that the right ventricular lead pacing impedance was increasing, a rise was noted in the threshold as well, and the pace/sense portion of the lead was suspected to be fractured. Noise was observed on the electrogram (egm) on non-sustained ventricular tachycardia (vt-ns) episodes. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a resistance/impedance increase. The weekly pace lead impedance trend data shows an increase for max ventricular pace equal to 400 to 936 ohms range between (B)(6) 2011 and (B)(6) 2012.